Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00633. Related manufacturer reference number: 1627487-2022-00635. It was reported that the patient experienced an infection at the ipg site which spread to the lead site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted. Half of the leads are still implanted. Additional surgical intervention may take place at a later date to remove the remaining leads (related manufacturer reference number:1627487-2022-00640 and 1627487-2022-00641). Reportedly, infection is being treated with oral medication.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.